Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review shows that the reported error is caused by bad docking and most possible the movement of the patient´s eye which caused the system exceeding the lower warning limit and aborted the treatment. No technical failure can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively however, a movement of the patients eye is the most likely root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that the laser displayed a low vacuum error message midway through flap creation of the right eye. The technician cleared the error message but the system aborted the procedure. A new treatment plan was created and a new patient interface was used. It was noted that the canal was visible but the bed was not so a new canal was placed away from the initial one and the laser treatment was completed without further complication. Additional information received states that the patient is doing well postoperatively.